Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during the procedure the distal tip of the guidewire detached and fell into the common bile duct. The physician swept the detached fragment into the duodenum and left the piece to pass naturally. The procedure was completed with another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.